Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting pre-maturely. The estimated longevity decreased not as expected. This device was replaced and is not expected to be returned as the physician does not require the product analysis of the device. No additional adverse patient effects were reported.